Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of the watchman delivery system (wds). The implant was inside the sheath and connected to the core wire as received. Blood was on the device. The hub, shaft, tip, core wire, and implant were examined. There were numerous kinks along the shaft of the device. The tip was damaged. The inner shaft was damaged from the anchors of the implant during recapture. The implant was deployed during analysis and found to be consistent with the reported information. Anchor damage was found on the implant. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported the delivery catheter tip was torn after recapture. A left atrial appendage (laa) closure procedure was being performed. A watchman access system was positioned in the laa and this 27mm watchman ® laa closure device was deployed. The position was noted to be too proximal, so the closure device was fully recaptured and removed. Upon removal, it was noted that an anchor on the closure device had torn the tip of the delivery catheter. The procedure was completed with the same access system and new 27mm watchman ® laa closure device. There were no patient complications reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of the watchman delivery system (wds). The implant was inside the sheath and connected to the core wire as received. Blood was on the device. The hub, shaft, tip, core wire, and implant were examined. There were numerous kinks along the shaft of the device. The tip was damaged. The inner shaft was damaged from the anchors of the implant during recapture. The implant was deployed during analysis and found to be consistent with the reported information. Anchor damage was found on the implant. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported the delivery catheter tip was torn after recapture. A left atrial appendage (laa) closure procedure was being performed. A watchman access system was positioned in the laa and this 27mm watchman ® laa closure device was deployed. The position was noted to be too proximal, so the closure device was fully recaptured and removed. Upon removal, it was noted that an anchor on the closure device had torn the tip of the delivery catheter. The procedure was completed with the same access system and new 27mm watchman ® laa closure device. There were no patient complications reported and the patient's status is stable.